Manufacturer narrative:
Continuation of d11: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2019 product type lead product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown product type accessory h3. Analysis of the implantable neurostimulator (ins) nmd749504h found that the stimulator was functionally okay/insignificant anomalies were found. H3. Analysis of the lead va1csvh010 found no anomalies/device issues. H6. Lead va1csvh010 : conclusion code 67 applies and 11 no longer applies. Result code 213 applies and 3233 no longer applies. Method code 10 applies and 4118 no longer applies. H3. Analysis of the lead va1csvh011 found that conductor wires 8 through 12, 14, and 15 were broken 6.7 cm from the distal end. H6: lead va1csvh011 conclusion code 22 applies and 11 no longer applies. Results code 3252 applies and 3233 no longer applies. Method code 10 applies and 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a290, lot# va1csvh010, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the leads were acting erratically delivering inconsistent stimulation. The issue occurred after the patient was lifting a ladder. An impedance check was performed on contacts 0, 1, 8, 9, 10, 11, 12, 14, and 15 showed open circuits. The leads were fractured. A revision was done and the leads were replaced. The issue was reported to be resolved. The hospital was in possession of the removed products, and they were notified to return the products for analysis. No further complications were reported.

Manufacturer narrative:
Analysis has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot#: va1csvh010, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 22-nov-2020, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4), ubd: 22-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient has two leads in the back of his neck and does not believe that one is working. There were no patient symptoms or complications reported.